Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high shock lead impedance when shock therapy was delivered. The shock lead impedance measurements were measuring greater than 125 ohms. Upon review, anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Boston scientific representative and technical services (ts) discussed about shock vector breakdown and options for if they can isolate problem to svc coil. Ts suggested to consider programming options. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high shock lead impedance when shock therapy was delivered. The shock lead impedance measurements were measuring greater than 125 ohms. Upon review, anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Boston scientific representative and technical services (ts) discussed about shock vector breakdown and options for if they can isolate problem to svc coil. Ts suggested to consider programming options. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high shock lead impedance when shock therapy was delivered. The shock lead impedance measurements were measuring greater than 125 ohms. Upon review, anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Boston scientific representative and technical services (ts) discussed about shock vector breakdown and options for if they can isolate problem to svc coil. Ts suggested to consider programming options. This device remains in service. No adverse patient effects were reported.